Event description:
It was reported that during a routine follow-up, high, out of range, pacing lead impedance and an elevated capture threshold were observed. Patient was asymptomatic. Lead fracture was noted. The lead was capped and replaced. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.